Event description:
The customer reported to olympus that during the procedure, the doctor withdrew the scope from the patient¿s esophagus and the distal cover had fallen off. Three attempts were made with three different scope in an attempt to retrieve the distal cover but were unsuccessful and the procedure was aborted. The patient coughed up the distal cover once he/she woke up from anesthesia and the distal cover was recovered. This complaint requires 2 reports. The related patient identifiers are as follows: (B)(6): maj-2315. (B)(6): tjf-q190v. This medwatch report is for patient identifier (B)(6). The MFR medwatch report associated with this event was submitted on time under manufacturer report # 9610595 - 2023 - 01110. Upon review olympus is submitting the corresponding importer medwatch report.